Event description:
It was reported that there was no fluoro associated with the stenoscope system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the heater board. The system was tested and found to be working as intended and placed back into service.